Event description:
Plastic piece of disposable acmi tripolar forceps detached from forceps and fell into pt's abdomen. Physician and staff observed this occurrence and surgeon retrieved plastic piece from pt's abdomen.